Manufacturer narrative:
Cont h6 health effect f2201 biops. The reported events capsular contracture and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿rupture¿, ¿capsular contracture baker ii-iii¿,¿ mild chronic granular inflammation and foreign body reaction in the vicinity of avital foreign material (silicone)¿ photo analysis it is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ capsular contracture: unable to observe since it is not related to the device. ¿ inflammation/irritation: unable to observe since it is not related to the device. ¿ sensation increase/decrease: unable to observe since it is not related to the device. ¿ granuloma: unable to observe since it is not related to the device. Additional observations: ¿ yellow encapsulation observed on the surface of the shell.

Event description:
Patient reported implant rupture. Medical reports identified, heat, foreign body sensation, pain, suspicion of immunoreaction and capsular contracture - baker grade ii-iii. Pathology report identified "fibrotic, capsule-like soft tissue (capsule tissue of the right and left breast) with regressive changes, only mild chronic granular inflammation and foreign body reaction in the vicinity of avital foreign material (silicone)". Device has been explanted. This relates to the left side.